Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis with transition to in-center hemodialysis. However, there is no documentation of a causal relationship between the liberty cycler set and the peritonitis. Additionally, there is no allegation of a cycler set defect reported for the event. The clinic reported the cause of the peritonitis event was contamination. E. Coli is a normal flora of the gastrointestinal tract which may colonize in the aerodigestive tract and genitourinary tract. Peritonitis with this organism most likely results from touch contamination. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital for 1 month due to peritonitis. Additional information was obtained through follow-up with the pd clinic. The patient was seen in the emergency room (ER) on (B)(6) 2024. No symptoms/signs were provided. The patient was subsequently diagnosed with peritonitis. The patient was initiated on antibiotic therapy (route, dose, drug, frequency, and duration unknown). The patient¿s pd effluent culture was positive for escherichia coli. The patient was not admitted to the hospital; however, the patient was transitioned to in-center hemodialysis (hd). The patient did not require the pd catheter (not a fresenius product) to be pulled and continued to have the catheter flushed at the pd clinic. The patient had a repeat culture on (B)(6) 2024 which was negative for growth. The patient remained on hd until (B)(6) 2024. The patient has restarted pd therapy and is being assessed to see if she can remain on pd. The cause of the peritonitis event was attributed to contamination.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital for 1 month due to peritonitis. Additional information was obtained through follow-up with the pd clinic. The patient was seen in the emergency room (ER) on (B)(6) 2024. No symptoms/signs were provided. The patient was subsequently diagnosed with peritonitis. The patient was initiated on antibiotic therapy (route, dose, drug, frequency, and duration unknown). The patient¿s pd effluent culture was positive for escherichia coli. The patient was not admitted to the hospital; however, the patient was transitioned to in-center hemodialysis (hd). The patient did not require the pd catheter (not a fresenius product) to be pulled and continued to have the catheter flushed at the pd clinic. The patient had a repeat culture on (B)(6) 2024 which was negative for growth. The patient remained on hd until (B)(6) 2024. The patient has restarted pd therapy and is being assessed to see if she can remain on pd. The cause of the peritonitis event was attributed to contamination.